Manufacturer narrative:
Age, sex, weight, ethnicity, race - unk. Date of event - unk. Product code unk; esubmitter software does not allo for an unk or blank entry implant date - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon reports excessive vault. Attempts to obtain additional information have not been successful.